Event description:
It was reported by resmed (B)(6) that during technical inspection an astral device failed a portion of its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.